Event description:
The customer reported that the pt "could not trigger a breath". The pt was switched to another ventilator. There was no pt harm. Field service was requested.

Manufacturer narrative:
(B)(4). Carefusion field service evaluated the ventilator, but was unable to duplicate the reported event. Extended system testing (est) was performed, and the unit was operating according to MFR specifications.